Event description:
During a recent CT scan, patient was noted to have fracture of her ivc filter with embolization of several filter fragments, two of which were embolized to the lungs, a third potentially to the low right lung or liver, and one to the right ventricle. She presents today for attempts at removal of the filter and embolized cardiac fragment. Devices: bard g2 ivc filter (removed from ivc); embolized right ventricular filter fragment (removed); embolized fragments remain in subsegmental pulmonary arteries (left lingula; right middle lobe; right lower lobe). No new devices placed.